Event description:
A warning report was received on (B)(6) 2014 stating "shock off", although this warning is actually dated (B)(6) 2014 (day of implant). Reportedly, shocks were on (B)(6). The customer requested an explanation.

Manufacturer narrative:
Preliminary analysis of the programmer files revealed that the system operated as specified and expected. The ¿shock off¿ alert was present in the device since implant date ((B)(6)). Thus, the report - created subsequently - contains the alert (even though the shocks were on at the time of the remote follow-up).

Event description:
A warning report was received on (B)(6) 2014 stating "shock off", although this warning is actually dated (B)(6) 2014 (day of implant). Reportedly, shocks were on (B)(6). The customer requested an explanation.

Event description:
A warning report was received on (B)(4) 2014 stating "shock off", although this warning is actually dated (B)(6) 2014 (day of implant). Reportedly, shocks were on (B)(4). The customer requested an explanation.